Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker noted to have a heart rate increasing while resting, with associated palpitations reported to the nurse during an magnetic resonance imaging (MRI) visit following a valve replacement. Device review showed minute ventilation (mv). Technical services discussed recalibrating the rate response settings and considering a reduction of the maximum tracking rate and response factor, at physician discretion